Manufacturer narrative:
During inspection and testing, the image blacked out due to disconnection/short-circuit of the image sensor cable. In addition, the adhesive on the bending section cover was cracked, the universal cord was wrinkled due to external stress, the scope connector cover was corroded due to fluid invasion, and angulation was reduced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the image from the subject device flickered during preparation for use. There was no harm or user injury reported due to the event. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the image blacked out. This report is being submitted for the malfunction found during evaluation (image blackout).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image black out was water had invaded the scope connector while the user was handling the device. Olympus will continue to monitor field performance for this device.